Manufacturer narrative:
E1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. "Numerous folds". Confirmed via MRI. Cyst and "pain and body inflammation". The event of cyst is considered, not device related. The device remains implanted.